Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery using perclose proglide devices. Reportedly, the devices were inserted into the vessel through a 6-french sized access site. During attempts to deploy the sutures of the first two proglides devices, needle-to-cuff misses occurred. When the needle plunger was removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the tavi procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly the common femoral artery was moderately calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Although it was initially reported the device would be returned, the device was not subsequently received; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.